Event description:
It was reported that during a lap cholecystectomy, the clips appeared not to have held. The pt bled and had a bile leak. Pt returned to hospital for an ercp and this showed no clips in place. Pt was returned to the or a little less than 72 hours after original surgery.